Event description:
It was reported that during an unknown procedure, the clips did not close properly and expelled (eject) to one side. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.